Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/08/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned. The returned transmitter was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and it passed. No data available for review. The receiver (stk-or-001/pl74319633) was returned. A visual inspection was performed and no defect was found. The receiver was able to be charged and rebooted. The receiver log was reviewed, no errors were observed. Functional testing was performed and it passed. A pairing test was performed and it passed. Confirmation of the reported event of loss of connection was undetermined. The root cause could not determined.